Manufacturer narrative:
This universal surgical manipulator (usm) was returned for failure analysis (fa), and the reported error 3210 was confirmed in logs but not replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The field log shows error 32100 being reported by the aca (usm), and the p values from the ivmon decoder point to the pitch brake. The unit passed all pftp tests, including brake release and holding, and instruments were driven on the system with no issues. Based on these findings, fa identifies the aca pca and the pitch brake (motor module) as the potential root causes of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci surgical procedure, arm 3 kept faulting. The technical support engineer reviewed the system logs and found fault 32100 associated with arm 3. Before contacting support, the customer had already performed a standard power cycle, after which arm 3 continued to fault multiple times. The technical support engineer then recommended performing a hard power cycle of the robot. The customer instead chose to disable arm 3 and proceed with the procedure using the remaining three arms. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically with 3 arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.